Event description:
Minor female patient, hospitalized in the burn room in the company of her mother, is a carrier of a 4-fr bilumen catheter inserted on (B)(6) 2023 in the left arm, with the last healing date of (B)(6) 2023. Observe with full dressing, insertion point with slight humidity, device 3 centimeters from zero level, it is decided to cure, with sterile technique, at the time of finishing the procedure and performing irrigation through a white lumen, a large amount of fluid is observed from the union of the body of the catheter (bifurcation) for which it is decided to withdraw. Additional information received on 26.apr.2023: treatment was continued, patient required more punctures to achieve vascular access. There is no patient harm from the incident, no need for medical intervention.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Minor female patient, hospitalized in the burn room in the company of her mother, is a carrier of a 4-fr bilumen catheter inserted on (B)(6) 2023 in the left arm, with the last healing date of (B)(6) 2023. Observe with full dressing, insertion point with slight humidity, device 3 centimeters from zero level, it is decided to cure, with sterile technique, at the time of finishing the procedure and performing irrigation through a white lumen, a large amount of fluid is observed from the union of the body of the catheter (bifurcation) for which it is decided to withdraw. __ additional information received on 26.apr.2023: treatment was continued, patient required more punctures to achieve vascular access. There is no patient harm from the incident, no need for medical intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be caused by kinking of the catheter. One 4 fr d/l powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and the catheter terminated at the 20 cm depth marker. A microscopic observation revealed a partially circumferential split just distal of the molded joint. The split had a granular fracture surface, a substantial kink impression, and rounded edges from material fatigue. Based on the observations of the returned powerpicc sv catheter, the complaint of a leaking catheter was confirmed and is likely due to excessive kinking of the catheter. This can occur if the securement of the catheter causes a sharp kink, and over a period of time the catheter may fail opposite of the kink impression. H3 other text : evaluation findings are in section h.11.